Manufacturer narrative:
The system was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found. The device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection at the ipg pocket site following implant. The patient had undergone extensive wound care treatment to address the infection. The patient was administered oral antibiotics and the wound was packed with vancomycin powder in an effort to salvage the ipg. The patient did not respond to the treatment and the ipg was explanted. It is unclear if the event is the result of an infection or an allergic reaction to the implant materials as the physician and the patient were requesting a list of device materials to conduct allergy tests. A subsequent report indicated that the patient was discharged with no further complications.